Event description:
A hospital in (B)(6) reported a patient with a radial head fracture was returned to the o.r. On (B)(6) 2013 for removal of hardware. When the surgeon slightly rotated the screwdriver counter clockwise on the screw, the screw was broken under the head in the extraction procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.